Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, unspecified back-up mode was noted on the device with high voltage therapy disabled. The patient suffered an unrelated acute myocardial infarction the same day the device entered back-up mode, but the patient was unsure if they received an MRI scan. The device was successfully restored to normal function, and the patient was stable with no adverse consequences.